Event description:
It was reported that mobi pump displayed malfunction code that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, and provided instructions to place malfunctioning pump in storage mode and return it within 10 days using prepaid materials, as well as guidance to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.